Manufacturer narrative:
H3 other text : the device was evaluated by a fasc.

Event description:
The manufacturer was contacted about an everflo oxygen concentrator. Per the work order received by the fasc the sieves beds were blown, solenoid intermittent, the regulator was leaking, the compressor rattling, the pca board had lights, and the power cord was cut off. There was no allegation of patient harm or serious injury. No clinical information or medical information was specified. The fasc performed a comprehensive inspection and replaced the necessary parts. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.